Manufacturer narrative:
Upon further information, this event occurred outside of clinical use, no patient involvement. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Report date: 10sep2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported a ventilator experienced an alarm light emitting diode (led) failure. The patient involvement information is unknown but has been requested. No patient or user harm was reported.

Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse reported that all cosmetic parts were replaced. Further details have been requested; however, no details have been received at this time. The specific context of when the issue was discovered is unknown. It was reported that there was no patient involvement.